Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. As received, the monitor resets on boot up. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The u102 and u105 are defective. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was resetting.